Event description:
It was reported that patient experienced difficulties charging ipg due the positioning of patients ipg. Due to this patient is not able to keep ipg charged and does not get consistent relief. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.